Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. The consumer communicated 5 additional events which are captured on separate reports but was only able to provide one lot number.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices from each of the pouch lots associated with the reported kit lot with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: phone.